Manufacturer narrative:
An event regarding infection involving a triathlon insert was reported. The event was not confirmed. Method and results: device evaluation and results: not performed as the device was not returned. Medical records received and evaluation: not performed as no medical records were provided. Device history review: indicated devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: chr review confirmed that there were no other similar reported events for the reported lot or sterile lot. Conclusions: the reported event could not be confirmed. No further investigation for this event is possible at this time. Further information such as x-rays, medical records, operative notes and pathology reports are required to further investigate this event. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control. If devices and/or additional information become available, this investigation will be reopened.

Event description:
Patient had revision surgery due to acute infection of right knee.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Patient had revision surgery due to acute infection of right knee.